Manufacturer narrative:
No motor error alarms were noted. The insulin pump passed the displacement test, rewind, basic occlusion test and motor test. The insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The insulin pump had minor scratches on the display window, cracked reservoir tube lip, scratched reservoir tube window, cracked battery tube threads and a cracked belt clip slot.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
Customer reported a motor error alarm during a bolus. Customer's blood glucose was 57 mg/dl. The customer could not recall any significant events leading to the alarm. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.